Manufacturer narrative:
Device history record reviewed. Results - review of the device history record shows the device met mfg specification when released for distribution. Analysis: return of the product from the facility is anticipated. At this time, without product return, analysis is limited to review of the device history record, which shows the product met specification when released for distribution. A follow up report will be submitted once the product has been received and analysis has been completed. No conclusion can be drawn at this time regarding the performance of the device. Device changed out. No adverse pt effects. Enclosure : copy of user facility medwatch report #220163000-2006-8063.